Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. On the same day as the event onset, the patient started treatment with intraperitoneal vanlid (1g once stat) and intravenous ticarnic (3.1 g daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, vanlid and ticarnic remained ongoing and patient recovery status was unknown. No additional information is available.